Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter result and symptom(s) related to diabetes. Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 09-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Pharmacy had initially called on behalf of the customer. The customer is concerned with test results from results obtained of 71, 85, 122 and 115 mg/dl. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated that last night she had obtained the result of 71 mg/dl; customer had eaten and tested 30 minutes later and obtained 85 mg/dl. Customer had continued to test every 30 minutes. Customer stated she had felt clammy at the time. Customer had obtained result of 122 mg/dl and had called the paramedics. The paramedics tested customer's blood glucose and had obtained result of 128 mg/dl; customer did not disclose if fasting/non-fasting. Customer had obtained result of 115 mg/dl using true metrix meter but did not disclose how long in between the paramedics test. Customer did not go to the hospital and was advised to follow-up with her primary care physician. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/26/2025 and open vial date is 10/26/2023. The meter memory was not reviewed for previous test result history.